Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 275cc saline prostheses., catalog #3542640, lot #174458. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with mentor siltex round moderate profile 275cc saline prostheses. The final fill volume of the left prosthesis was 285ccs, and the final fill volume of the right prosthesis was 300ccs. On (B)(6) 2018, left sided deflation was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 275cc saline prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/10/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor siltex round moderate profile 275cc saline prostheses. On (B)(6) 2018, left sided deflation was diagnosed through a physical examination. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered two rents. Rent a measured approximately 1 cm, and is located on the anterior aspect; rent b measured approximately 0.7 cm, is within an area of siltex cracking on the posterior aspect, and has missing material measuring approximately 2.7 cm x 1.5 cm on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).